Manufacturer narrative:
Accuracy testing was performed using a retained kit of architect tsh reagent lot 55938ui00. All validity and acceptance criteria were met, demonstrating the ability of architect tsh reagent lot 55938ui00 to provide accurate results in a portion of the dynamic range. In addition a review for potential non-conformances, non-conformances and/or deviations related to lot 55938ui00 was performed. This review did not identify any non-conformances or deviations. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The architect tsh reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a decreased architect tsh result was generated. An initial result of 4.78 uiu/ml was generated on (B)(6). The sample was sent to a reference lab which generated a result of 6.97 uiu/ml using the eclia methodology. The customer repeated the refrigerated sample on (B)(6) and obtained a result of 5.38 uiu/ml. The sample was sent to the reference lab which generated a result of 6.79 uiu/ml. There was no report of impact to patient management.